Event description:
Customer reported hospitalization due to high blood glucose readings. Customer states that the blood glucose reading was 478 mg/dl. Nothing further reported.

Manufacturer narrative:
.